Manufacturer narrative:
A product development evaluation was completed: the product was not returned for investigation. The case and x-ray were sent to the product development team for a design review. Given the operating surgeon¿s statement of ¿highly osteoporotic bone¿ the augmented tfna system may have offered a superior outcome as it is recommended for indications including ¿severe osteoporotic fractures in the proximal femur¿. No design related root cause has been identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices: torque limiter (part/lot unknown, quantity 1), cannulated screw (part/lot unknown, quantity 1).

Manufacturer narrative:
Patient weight is not available for reporting. Unknown when device malfunctioned. Additional device product code: ktt. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation as the device was discarded. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was originally implanted with dynamic hip system (dhs) on (B)(6) 2017. Patient revised on (B)(6) 2017 to trochanteric fixation nail ¿advanced (tfna) due to postoperative failed dhs implantation. Postoperative x-ray taken on (B)(6) 2017 revealed that the tfna blade had cut through femoral head into acetabulum. Femoral head/neck collapsed medially onto the tfna nail. Surgeon believes failure occurred due to patients poor osteoporotic bone, and that the femoral head has already been compromised -previous dhs screw in femoral head, tfna blade did not gain any fixation in the head and did not dynamise with proximal head/neck fragment. Tfna blade that perforated femoral head and migrated into patient¿s acetabulum removed during revision surgery performed on (B)(6) 2017 and tfna screw inserted and locked statically with 6nm torque limiter. Additional 7.3 mm cannulated screw inserted alongside tfna screw for additional rotational stability. Concomitant devices reported: 12mm/130 deg ti cann tfna 400mm/right-sterile (part 04.037.260s, lot 9907202, quantity 1), 1.7mm cocr cable with ti crimp 750mm-sterile (part # 611.105.01s, lot # l181318, quantity 1) this report addresses patient¿s tfna revision surgery performed on (B)(6) 2017 due to tfna blade cut through femoral head into acetabulum. The first revision surgery performed on (B)(6) 2017 due to failed dhs has been captured under linked complaint com-(B)(4). This report is for one (1) tfna fenestrated helical blade 85mm - sterile. This is report 1 of 1 for complaint com-(B)(4).